Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted during a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) procedure. Insulation damage was observed, such that the conductor coils were exposed at approximately 2 cm up the distal coil. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 525 mm from the tip; only the distal segment was received. Blood/body fluid was noted in the lumens of the lead. There were cuts noted, and the proximal end of the distal shocking coil was separated from the lead body insulation. These were likely due to the explant procedure. Resistance testing revealed the lead segment was not electrically continuous on the rate/sense positive (rs+)/distal high voltage (dhv) conductor. Detailed inspection of the returned segment found insulation abrasion through to the rs+/dhv lumen approximately 107-117 mm from the lead¿s tip. At this location the distal hv conductor cable had been rubbed flat, with fractured and melted filars observed. The location and type of damage was likely caused by lead-on-lead interaction within the heart.